Event description:
It was reported that, during a follow up review of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was noted a patient data (pd) error message. A request was made to have data from this device analyzed. The technical services (ts) indicated that this pd error is not affecting therapy availability while indicates patient information is lost and discussed troubleshooting options and steps to restore this information. This s-ICD remains in service. No adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.